Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2018; ubd: 2020-07-18; UDI :(B)(4) brand name ascenda; product ID 8784 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2026; ubd: 2026-11-19; UDI: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown morphine drug via an implantable pump for back pain with leg pain and non-malignant pain. It was reported that the rep was in a revision case today for the pump pocket because the pump was flipping. Caller did not know when the pump flipping started. Caller stated that they had to revise the catheter, too. When they saw it today, they discovered that it was twisted. Technical services confirmed new catheter length and volume.